Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment and on coils. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 01/24/2017 to report leaking black battery fluid from the purely yours breast pump base during pumping on (B)(6) 2017. Customer reports using batteries on several occasions to power on her breast pump. She states hearing a strange sound coming from the pump base prior to seeing black fluid leaking from the battery compartment. She states she had no contact with this fluid and did not burn/injure herself.